Manufacturer narrative:
The customer reported a complaint that "the autopulse platform's (sn (B)(6) shaft was stuck and could not rotate back to its home position" was confirmed during the functional testing. While performing functional testing, observed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance; thus, confirming the reported complaint. The root cause for the customer-reported complaint was a defective encoder gearbox, likely attributed to normal wear and tear. The autopulse platform was manufactured in 2011 and is ten years old, well past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a broken screw holder on the front enclosure, likely attributed to user mishandling. The front enclosure was replaced to address the observed physical damage. The autopulse platform displayed fault code 27 (encoder fault) several times during initial functional testing unrelated to the reported complaint. The root cause for fault code 27 was a defective encoder gearbox. The encoder gearbox was replaced to address the customer reported complaint of a stuck drive shaft and fault code 27. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, when the customer tried to clean the autopulse platform (sn (B)(4)), the customer could not remove the lifeband due to the stuck drive shaft and could not rotate back to its home position. No patient involvement.